Event description:
The reporter stated that the empty/near empty alarms do not work. There was no known patient injury or treatment associated with this event.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The reported complaint was verified. The evaluation showed that the position potentiometer was out of specification. The device passed testing once the potentiometer was recalibrated. The periodic calibration of the device should be part of the facilities normal preventive maintenance program. Numerous cracks and chips were also observed on the device indicating customer damage. This is being monitored for trends.